Event description:
The complainant stated that the head section is drifting down slowly, he has replaced the head up and head down valves, but the issue returned.

Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once the customer discloses their investigation.